Event description:
A webform complaint was received in which it was reported a customer received a sensor error message on the adc device and therefore was unable to obtain readings. The customer experienced symptoms described as cold, confusion, and sweaty skin. The customer was provided either juice, sugar, and/or food by third party for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage observed on sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brown out rest (event log 23). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was sent for further investigation and de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), and corrosion due to liquid ingress was observed. It was determined that the cause of the brownout reset event was due to heavy corrosion on the sensor printed circuit board (pcb). The corrosion was caused by liquid ingress into the sensor during use. This issue is confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message on the adc device and therefore was unable to obtain readings. The customer experienced symptoms described as cold, confusion, and sweaty skin. The customer was provided either juice, sugar, and/or food by third party for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.